Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had motor error and the act and bolus buttons have stopped working on multiple occasions when trying to fill reservoir. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump had no delivery alert and battery life was diminished and crack on top of insulin pump and another on reservoir compartment threading. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.